Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros ntprobnp result was obtained from a single patient sample using vitros ntprobnp reagent on a vitros 5600 integrated system. A definitive root cause could not be determined. The investigation found no evidence to suggest the customer's vitros 5600 system or vitros nt-probnp reagents had malfunctioned.

Event description:
The customer complained of a nonreproducible, higher than expected vitros ntprobnp result from a single patient sample using vitros ntprobnp reagent on a vitros 5600 integrated system. Patient result: 513 pg/ml vs expected 81.8 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).